Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of a robotic laparoscopic radical prostatectomy procedure, the monopolar curved shears did not deliver energy. The monopolar cable was changed, but the monopolar curved shears still did not deliver energy. The monopolar curved shears was then replaced with a new one to complete the case. Took five minutes to resolve the issue. There was no patient injury.